Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. Five minutes into the therapy cycle, the pressure began to drop rapidly. The procedure was aborted. When the d5w was withdrawn, there were approximately twenty ccs missing. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). When the balloon was removed from the patient a hole was noted in the balloon. There were no negative patient consequences, although the procedure was aborted. The patient did not receive full ablation, but on future check ups was doing well with no retreat of any kind.